Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. Troubleshooting revealed that there were air bubbles within the infusion set tubing. The customer performed a supply change and resumed insulin therapy successfully.